Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient passed away. The cause of the patient's death is unknown. It is unknown if there was a relation between the patient's death and the device.